Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) system, there was difficulty inserting the right ventricular (rv) lead into header as it would not advance. Mineral oil was used and the connection was made. The device based testing was normal and all measurements were acceptable. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.